Event description:
It was reported that during a laparoscopic bilateral inguinal hernia repair. The device pierced through the abdominal wall and into the surgical tech's hand. The tech's hand was lying on the patient's abdominal wall during the procedure. There was no patient consequence.